Event description:
The pt reportedly experienced intermittencies, followed by loss of lock between her implant and the external equipment. External equipment has been exchanged and programming attempted. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.